Event description:
The customer alleged the operating table was in flex position and would not move back. A drive motor error was reported in relation to this allegation. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Analysis of the log files identified a functional failure of the motor of the upper leg plate. This error indicated an error in the internal measuring system. The position data measured by the motor did not match the real data. The root cause was identified as an internal electrical fault in the measuring system of the motor. The defective motor was replaced and the device was working as designed. Based on this no further actions are required.

Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
The customer alleged the operating table was in flex position and would not move back. A drive motor error was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).